Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the ratchet handle is not working. Staff ends up turning 360 degrees for the carrier to be fed through the mesher. Event timing was during surgery. There was an increase in surgery time of 16-30 mins. An alternate device was available for immediate use. There was no patient harm. No additional unplanned graft needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d8, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that a sample graft test could not be performed due to the damaged comb. The ratchet handle was disassembled, cleaned, and reassembled, and had no faults and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.